Event description:
The following has been reported: error 01 drive motor defective reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. The device was not received because it was repair locally. To solve the issue the bipolar stepper motor have been replaced and the part was sent in brézins for investigation. According to the investigation, nothing was noticed during the visual inspection. Functional check was performed on an agilia sp tester. The motor operated correctly at various speeds in perfusion mode and completed a one-hour running-in period at 60ml/h. Following this, maintenance test 11 was carried out, rotating the motor both forward and backward. To verify its torque, a back-pressure test was conducted at 200ml/h, followed by an occlusivity test at 1200ml/h. No technical errors were observed during the testing phase. The reported issue was not confirmed and the root cause remains unknown. The failure is likely due to another component, which can only be investigated with the device concerned. The complaint co (B)(4) has been opened for the same pump and the same error but focuses on a different part, where the defect has also not been reproduced. One of these two complaints (B)(4) will be marked as ""not valid"" to maintain consistency in the trend analysis. To our knowledge this complaint is not being related to patient safety." This complaint is considered as not confirmed the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated no action this complaints has been reported as MDR to FDA.